Manufacturer narrative:
Insulin pump received with the arrow buttons not responding due to flattened button dome switches. No blank display or audio beep anomaly observed during the analysis. A scratched display was noted.

Event description:
Customer reported that the insulin pump was alarming and had a frozen display. Customer stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.